Event description:
It was reported that after a diagnostic percutaneous coronary catheterization, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It should be noted that arteriotomy closure was attempted of a calcified common femoral artery, which may cause needle deflection resulting in an inability of the cuffs to capture the needles resulting in unsuccessful vessel hemostasis. In addition, proglide deice instruction s for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded and the lot number was not identified; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. It was reported that a femoral angiogram performed prior to arteriotomy closure revealed mild common femoral artery calcification, but no vessel tortuosity or scarring at the access/groin site. The proglide device instructions for use, state under special patient population that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. A definitive cause, for the reported needle-to-cuff miss and associated patient affects, could not be determined. A review of the lot history record could not be performed and a query of the similar incidents could not be performed as the part and lot were not reported. Based on the reported information and the inspection criteria, a definitive cause of needle-to-cuff miss and associated patient effects could not be determined. To assure that all products perform according to specifications they are subject to an inspection during manufacturing and at final inspection the devices undergo a variety of cuff, suture, and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending, and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.